Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported at the user facility that the screw driver blades where found broken . No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the blade was broken could not be confirmed. The technical investigation showed that the wings partially show material bulging and heavy, plastic deformations. The appearances of the surfaces of these deformations indicate too high forces most likely resulting from using the blade as a lever. Based on the investigation of the determined deformations of the returned blade, the root cause was attributed to a user related issue due to the action of too high forces. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore, no corrective and / or preventive action is currently required.

Event description:
It was reported at the user facility that the screw driver blades where found broken . No patient involvement, no medical intervention and no adverse consequences were reported with this event.